Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call of a motor error alarm from his insulin pump. The customer's blood glucose level was unknown. The customer stated that he received a motor error when he was trying to change his infusion set. The customer stated that the insulin pump was having issues for a couple of months. The buttons were giving him trouble. The customer was advised to return the pump with the battery and to zero out the basal rates. The customer was advised to discontinue use of the device and to revert to a backup plan.